Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention treatment procedure, the taxus liberte stent delivery system (sds) was unable to cross the target lesion. The physician was attempting to treat an unknown lesion with a 3.00x24mm taxus liberte stent. The taxus liberte sds was unable to cross the lesion. The procedure was completed with another manufacturer's stent. There were no reported patient complications. The patients status is listed as "no problem." However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(6). The complaint device was returned for analysis. The sds device with stent was visually, tactilely and microscopically examined along the entire length. The only damage found was proximal stent damage. The balloon was tightly folded with the stent located between the markerbands. Blood was present in the distal shaft, indicating the device had been used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).